Event description:
Voluntary medwatch received states the patient presented for implant procedure. During surgery, the patient's blood pressure began to drop. Open chest surgery and extracorporeal membrane oxygenation (ECMO) was performed. The patient deceased.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
New information noted the leadless pacemaker (lp) and delivery catheter perforated the right ventricle during surgery.